Event description:
Sodium acetate infusion was tracking amount infused without alarming, but bag was not depleting/no fluids were actually infusing. Unclear cause of the event, possible pump malfunction. This nurse hung fluids on patient in a13, the fluids were hung, and the pump was scanned. The pump said it was infusing for several hours with no alarms present. When this nurse went into the room, noticed the fluid bag was still full and did not transfuse at all. The pump said vtbi was 427ml. This nurse flushed the IV site and then it continued to infuse.